Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube the shield/cap stopper was a different color/shade or faded. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the color of the cap is different than the reference 368861. After use: the purple color of the cap is a different purple and the pre analytical automate from beckman coulter doesn't recognize this edta tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube the shield/cap stopper was a different color/shade or faded. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the color of the cap is different than the reference 368861. After use: the purple color of the cap is a different purple and the pre analytical automate from beckman coulter doesn't recognize this edta tube."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for color variation was observed. Per product specification, this product requires a lavender colored shield. Proper color: ensure no color variation within a full shot. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode color variation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.